Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #19, it was verified its non- osseointegration. Fifty ncm of primary stability was achieved and immediate load was performed. The patient presented bone type I.